Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device has an operational problem however the exact root cause was not determined since the device has reached end of life/service. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined.

Event description:
It was reported to philips that the device had a red x and beeped. There was no reported patient involvement.